Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reach elective replacement indicator due to increased charge times. The caller had asked if this ICD was apart of any recall. A guidant technical services (ts) consultant replied that it was not. The recommendation was for the device to be replaced as the cause of the long charge times was likely build up on internal battery impedance. According to the available information, this ICD was explanted and another ICD successfully implanted. No adverse patient symptoms were reported.